Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2013 and it performed to specification until (B)(6) 2013. Investigation and testing confirmed a distortion of the device speech. During inspection the device was disassembled and visual inspection revealed no defects. The device was reassembled and the speech prompts were clearly audible with no distortion present. The investigation concluded that the distortion was due to debris present in the speaker housing. The pad-pak which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the speech became distorted.